Event description:
Procedure type: lap chole. According to the reporter: during the case, the balloon burst. A new instrument was used to complete the procedure. There was no report of pieces falling into the cavity or impacting the pt. There was no additional bleeding and there was no tissue damaged. The operating time and incision were not extended as a result. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.